Event description:
During a procedure, the physician was not able to feed the stent through a microcatheter. All of the equipment for the procedure in this case came out of the same kit. There was no visual defects or obstructions in either the sheath or the catheter. Staff/physician do not know why the catheter would not feed through the stent. There were no patient factors involved in this case that could have contributed to the event. The equipment was replaced and the patient was not harmed.